Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the suture was used. During the procedure, the needle pulled off and after several attempts, has not been retrieved. The needle remained in the patient's tissue. Another like device was used to complete the procedure. No further information is available.

Manufacturer narrative:
Representative samples were returned for evaluation. The samples were subjected to a visual inspection and needle pull test and results met the specified quality requirements.

Manufacturer narrative:
Date sent to FDA: 01/17/2017. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure - unknown. Name of index surgical procedure - hemorrhoids. What instruments were used to grasp the needle? Needle holder. Where was the needle grasped during use? At the extremity. Were x-rays performed to localize the needle fragment? Yes. Does the surgeon plan to remove the retained needle? Unknown. In what structure/layer is the needle located? At the stapling ¿ upper rectum. If applicable, will product be returned, return date, tracking information - no. Representative samples will be sent. What is physician¿s opinion as to the etiology of or contributing factors to this event - unknown. What is the patient current status? Unknown.